Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive sensor error alarms and meter blood glucose now alarms. Customer's blood glucose was 140 mg/dl. Troubleshooting was performed and it was found that sensor cannula was shorter after removal. Customer was advised that sensor would be replaced.